Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands could not be successfully deployed from the device, as they are found twisted with each other. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: additional information received on (B)(6) 2020 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2020-01631 is a duplicate of report number 3005099803-2020-01687. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2020-01687.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands could not be successfully deployed from the device, as they are found twisted with each other. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.